Event description:
Cta head dislocated from humeral stem when car went over a big bump in the road.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.